Event description:
It was reported that an o-ring was on the pneumatic tap. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. No action was taken to address bg. Additionally, it was reported that a cartridge alarm 06 occurred. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.